Manufacturer narrative:
Concomitant medical products: product ID 97745nt serial# (B)(6) product type product ID: m995402a001 serial# (B)(6) product type h3: analysis of the controller (serial# (B)(6) found they replaced the main board due to the lithium-ion battery contacts being broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient noted the therapy helped immensely.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt (serial: (B)(6)); product type: section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: 97745nt (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient was charging their implantable neurostimulator (ins) this morning and the controller screen showed it was disconnected so they unplugged it and plugged it back in and now it will not turn on/blank. Patient said they plugged the controller into the ac power supply and the green light was on. Patient then unplugged the controller and the screen was blank. Patient reset the controller and the screen came on after the reset. The troubleshooting steps taken on the call resolved the issue. Additional information was received. Patient called back and repeated the same issues from this case. Patient was still seeing the white plug on the controller battery even after resetting and plugging the controller in to charge. Agent asked and patient confirmed the green light was on the ac power supply box. Agent had patient reset controller and inspect it for damage; patient reported no visible damage to battery compartment pins or the battery pack. Pat ient then still saw plug on the controller battery and implant at 80%. Agent had patient insert aa batteries and controller showed 100%. Patient then stated they usually turn intensity down from 4 to 2 to save the battery and implant would be at 60-70% in the morning. When agent called patient back to confirm the shipping address, the patient mentioned having trouble with the recharger and asked about recharge qualities and said sometimes they just saw "recharging" but would "fiddle" with it to good or excellent and implant would charge in 10-15 minutes. Agent would call patient back on monday for further troubleshooting since controller was not charging today. Additional information was received. Agent made outbound call to the patient and they stated they received the controller but cannot set it up. Patient sees "english" then goes back to "charge." Patient stated they have tried resetting the controller but continued to see battery empty cannot continue recharge the controller message. Agent had patient plug the controller into the ac power supply and saw a blinking green light. Agent recommended keeping the controller plugged in to charge. Patient added that they left a voicemail for a manufacturer representative (rep) about this issue setting up the controller over the weekend. Patient also added that in the summer their "numbers" were down to 6 and 4 and in the winter they were up to 7 and 8 (agent understood this as I ntensities). Additional information was received. Agent called patient back to continue troubleshooting. Patient stated they saw the set up screen. Agent successfully walked patient through setting up for implant and pairing. Patient then saw controller at 60% and implant was in red recharging excellent. The patient stated it had been a long two days without the therapy. Patient stated they fell on saturday and had some bruises on their legs. The patient stated they had therapy on group c and their rep told them a and b were "not responding" and they were not getting anything on a. Patient stated there was trouble with group c on the "other stim" (patient was not clear if they meant trouble with controller or settings on group c). The patient stated for the last month or months, if they lost the stimulation in their legs, they had to watch where they were going. The patient stated they used their treadmill every morning with no pain but they could not walk on cement. The patient added they had to retire at age 45 from being on their feet all day and now with this scs implant, they could get around a lot better. Patient was talking very fast and was hard to follow at tim es. The patient will continue charging the implant and the agent redirected to their healthcare provider (hcp) if the patient has therapy issue with group c.